Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir was leaking in the insulin pump. The customer experienced high blood glucose values of 24.2 mmol/l at the time of the incident. The customer¿s other relevant blood glucose value was 23 mmol/l and 4.5 mmol/l. The customer treated high blood glucose values using manual injections and insulin pump. There was fluid present in the reservoir compartment. The customer was assisted with troubleshooting and was also offered with an alternative but the customer declined it. The device will not return for analysis.